Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. Reportedly, the customer experienced an elevated blood glucose level of 258 mg/dl. The customer stated she was unable to address impacted bg due to the pump being malfunctioned. Although not recommended, the customer requested assistance with resetting the pump. During troubleshooting with tandem technical support, the pump was not able to be reset. The customer stated she will use her old pump to continue insulin delivery but also has multiple injections available if necessary.